Manufacturer narrative:
The patient is reported to be very thin statured, thus having minimal tissue to surround the implanted leads in the back area. It is possible that the patient's stature and lack of tissue volume contributed to the discomfort felt. There is no report of the lead migrating in any significant manner or broken skin due to the pressure from the lead.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023 to treat lower back pain. In (B)(6) 2025 the firm was notified by the medical clinic that the patient was experiencing some discomfort at the location of the implanted lead. Per the clinic, the lead was beginning to protrude, placing pressure and causing discomfort. Patient also reported some shocking sensations from the system. Impedance testing found 2 of the contacts on one lead to have open circuit readings. On (B)(6) 2025 a surgical procedure was performed to reposition the lead that was causing discomfort.